Event description:
It was reported that saline was injected into helium circuit in the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue and replaced pim-module (d997-00-1178), power manager pcb (d670-00-1162) and thermal printer (d161-00-0024-04 ) . The stm performed a full system calibration, functional and safety checks to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that saline was injected into helium circuit in the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.